Manufacturer narrative:
The insulin pump alarmed prime during the prime test due to faulty force sensor resistor. We were unable to perform basic occlusion, occlusion, excessive no delivery test due to prime alarm. The insulin pump passed self-test, unexpected restart test and operating currents measurement were normal. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for compromised force sensor system alarm. It was reported that insulin was squirting out. The customer's blood glucose level at the time of incident was 102mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.